Manufacturer narrative:
Insulin pump received with new software release detected followed by incorrect pump model number in flash alarm, problem isolated to the mb. (Mother board) unable to perform self test, the displacement test and operating currents due to new software release detected followed by incorrect pump model number in flash alarm.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose was 143 mg/dl at the time of incident. Customer state that they were able to clear the alarm. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.